Event description:
During a cataract procedure a hard foreign particle was found embedded in the eye. The eye was irrigated and the foreign particle was removed with no injury to the pt. The exact point of origin of the foreign particle is unk. The account also complained of excessive lint in the pack.